Event description:
The pt reported she was not getting needed symptom relief and would like to find a physician closer to home. The pt referred to the medtronic pain website for listings. The hcp reported the pt had increased pain and the catheter was out of the intrathecal space. Surgery was performed to replace the catheter to the correct position. The pt was reported to be doing better. The drug used in the pump was morphine.

Manufacturer narrative:
This report is being submitted following an internal audit.